Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was introduced into the laa via an unknown pigtail catheter. A contrast injection determined the appendage was too small, therefore the procedure was aborted. The patient was fine afterward, no effusion was noted. About two hours post procedure, the patient experienced tamponade and a pericardiocentesis was performed. The drain was locked in overnight and about 300cc of blood was drained. The patient remained hospitalized over the weekend, discharged after 4 days and was noted to be completely fine.